Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure a system message code displayed and the viscous fluid control (vfc) did not function. The procedure was completed using a alternate vfc pak. There was no harm to the patient.

Manufacturer narrative:
The customer reported the issue, but was able to resolve the issue remotely by replacing the cassette. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the system met specifications at the time of release. The consumable lot history was reviewed, this is the fourth complaint for the finish goods lot. However, the first for this issue. The device history record (DHR) shows the product was released per specifications. A wet posterior pak was returned and visually inspected. No obvious defects were found. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. There was no vfc returned for this investigation and it is important to note the reported system message(sm) is not part of the system listing of error messages. The customer may have misreported the actual error code number. The root cause of the customer's complaint could not be established. The returned sample functioned per specifications. (B)(4).